Manufacturer narrative:
Manufacturers ref# (B)(4). After investigation the event for this pr# is no longer reportable. Summary of investigational findings: the first coil did not embolize properly and was retrieved. After a second advancement the coil turned out to have no fibers (B)(4). A second coil was unable to embolize, too, and was retrieved (B)(4). The procedure was successfully completed with a third coil and no adverse effect has been reported. The coil was returned inside the loading cartridge. The coil was attached to a testing delivery wire (tds-110-pda) and after removal from the cartridge it coiled up as intended. The coil had fibers, which were discolored and tangled and with very little blood. The delivery wire was not returned for analysis and therefore it cannot be determined, if the delivery wire had any impact in the performance of the coil during its placement. No imaging was provided and based on the investigation findings the exact reason, why the coil was unable to properly embolize cannot be determined. However, the instructions for use supplied with the device caution that recommended coil diameter should be, at a minimum, twice the size of the minimum pda diameter. There are adequate controls in place to ensure the device was manufactured to specifications. It is assessed that because no non-conformances were detected there is evidence that the device was manufactured in compliance with procedures and according to specifications. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
Description of event according to initial reporter: during the treatment of pda (patent ductus arteriosus), the coil was placed in the arterial duct and waiting for occlusion to occur, but as there was no decrease in blood flow, it was placed back into the catheter. At this time, it was difficult to retract it in the catheter. When the retrieved coil was visually inspected, it was noticed that there were no fibers around the coil. The procedure was completed using another imwce-3-pda5 (lot# e4238865) after visual confirmation of fibers around the coil. The catheter used with was hnb5.0-nt-100-p-ns-mpa. Additional info of coils involved in this case provided by the sales rep on 31may2024: first the complaint device, imwce-3-pda5 (lot e4238194), was tried to be placed however unable to embolize properly. So, the coil was not placed. At this stage, the physician did not notice any abnormality of the coil. Then imwce-5-pda3 (lot unknown) was tried to be placed instead of imwce-3-pda5 (lot e4238194), however unable to embolize properly--- it was not thought to be a defect of the product but due to the diameter, winding of the individual coil. So imwce-5-pda3 (lot unknown) was not placed either. The physician decided to try to place the first imwce-3-pda5 (lot e4238194) again, however it turned out that the coil had no fibers. So, another product, imwce-3-pda5 (lot e4238865), was used and embolized.

Manufacturer narrative:
Manufacturer ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) similar to device under PMA/510(k) k150964. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.